Event description:
Reporter alleged the customer obtained the results of 515 mg/dl and 30 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took a glucose tablet about an hour and a half prior to the results because she was not feeling well at that time. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that customer no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.